Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that after speaking with the manufacturer representative (rep), the rep explained that by losing weight, their device settles in their tissue. Pt noted their hcp stated there was nothing they could do and to speak with the rep. The rep changed the pt's settings and the issue was resolved.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that their implant battery quit. Caller stated that this started about a week and a half ago when the implant was only holding a charge for 12 hours, and then it dropped down to 8.5 hours. Caller stated that on sunday they couldn't connect to the implant at all to begin recharging. Caller added that since then they have been in a lot of pain. Caller confirmed that sometimes earlier they called because they were in pain and were told they could turn the stimulation up on their own, so they did run it higher but that was before they began to notice these things. Caller added that when they were trying to recharge the implant on sunday and yesterday, the recharger would just keep beeping and never connect. Caller noted that the implant site feels different explaining that instead of feeling the flat battery they feel a coiled wire like a spring. Caller denied any recent falls or injuries. Agent had caller connect the wireless recharger to the implant. Caller confirmed the equipment was working as intended, but when they placed the antenna over the implant, the connection would not be made. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned they recently got a referral to see a new pain doctor, but they haven't seen them yet.

Manufacturer narrative:
B3: event date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.